Event description:
Customer reported a no delivery alarm. She was advised to disconnect and take out the reservoir to rewind the insulin pump and to place and lock the reservoir. She reported that she had received a no reservoir alarm. Customer had not followed instructions but was able to resolve the no reservoir alarm. The blood glucose reading was 453 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.